Manufacturer narrative:
(B)(4).

Event description:
The patient reported the charging system is unable to communicate with her scs ipg. A replacement charger was sent to no avail. Upon inspection, the ipg was confirmed to be tilted inside the pocket. As such, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.